Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device according to the following instructions for use: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer:

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. There was no air/water coming due to the nozzle clog. Additional evaluation findings are as follows: due to clogging of the nozzle, water removal ability did not meet the standard value, the plastic distal end cover had a dent, the adhesive on the bending section cover was detached, due to wear of the angle wire, bending angle in the "up/down/left/right" directions did not meet standard value, the connecting tube had a scratch, the control unit had discoloration, the scope cover had discoloration and a scratch, the grip had a scratch, the suction cylinder was shaved, the forceps channel port was shaved, the "right/left" knob was dirty, the "up/down" knob was dirty, the universal cord had a scratch, the protector of the universal cord on the scope connector side was shaved, the video cable had a scratch, the video connector was deformed and had a scratch, the video connector case had a scratch and discoloration, the light guide connector had discoloration, and the light guide cover glass had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air/water channel block. The issue was found during general inspection. There was no patient involvement. The device was returned to olympus for evaluation. During the device evaluation, a yellowish brown foreign material was found in the nozzle. This report is being submitted for reportable malfunction found during evaluation.